Manufacturer narrative:
The patient medical records were provided by the facility on march 22, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. A patient with end stage renal disease (esrd) began receiving intermittent in-center hemodialysis treatments on (B)(6), 2014. There were no unusual alarms during the patient's treatment on (B)(6) 2016. The 2008k2 hemodialysis (hd) machine was removed from service and evaluated after the event. No device malfunctions identified and the cultures returned normal. The unit was returned to service at the user facility and remains in use with no further issues. Follow-up information was provided by the clinic manager who revealed that the 2008k2 hemodialysis machine was the only fresenius product in use at the time of this event. The provided medical records do not contain dialysis treatment records, progress notes, physician orders, medication records or additional laboratory results from the hospitalization admission for review. There is no documentation within the medical record supporting a possible association between the fresenius 2008k2 hd machine, the event of the cardiopulmonary arrest, and the outcome of hospitalization. Plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
Pre-treatment data collection noted the following observations. The patient was alert and oriented with observations of normal respirations, a non-productive cough, ambulatory, with redness on right eye noted as having appeared three days prior. The treatment data sheets, provided by the user facility, revealed the following treatment timeline. The hd treatment was initiated at 9:50 am via left upper arteriovenous fistula (avf) without difficulty. At 9:53 am, a 200ml normal saline bolus was administered. At 10:11 am, 2mcg of hectorol was administered via intravenous push (ivp). At 10:12 am, 5,000 units of epogen administered via ivp. At 11:38 am, 1oz liquacel administered via oral route. At 12:00 pm, the patient complained of dizziness and shortness of breath due to cough and colds, 3l/min oxygen was administered via nasal cannula. Patient vitals recorded as blood pressure (bp) 133/72 and pulse of 71. The patient was placed in semi-fowler's position and reported feeling "better." At 12:18 pm, the patient grinded her teeth, passed out, became diaphoretic, support breathing was administered via ambu bag, and the patient was then placed on the floor and monitored. At 12:18 pm, the patient was unresponsive, pulseless, experienced respiratory arrest, cardiopulmonary resuscitation was initiated. An automated external defibrillator was applied, and then patient was shocked once. A return of spontaneous circulation was noted via pulse and respirations. The emergency medical services (ems) arrived on-site, took over resuscitation efforts, and then transported the patient to the hospital via ambulance. The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. While hospitalized, an automated cardioverter defibrillator was placed. However, the date of the placement was not able to be provided. The patient resumed regularly scheduled hd treatments on (B)(6) 2016 after being discharged to a rehabilitation nursing facility. Follow-up information was received which confirmed that the patient has been tolerating the hd treatments well since returning.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided by the clinic manager who revealed that the 2008k2 hemodialysis machine was pulled from service for evaluation following the event. Functional testing confirmed no device malfunction and cultures were normal. The unit was returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4). The post market surveillance department is in the process of reviewing patient medical records and treatment sheets. The plant investigation is in process. A supplemental MDR will be submitted at the completion of these activities.

Event description:
A facility biomedical technician (bmt) called technical support to report a patient had "coded" during hemodialysis. During follow up with the clinic manager, it was learned the patient was in their usual state of health prior to treatment. Approximately 2.5 hours into the 3 hour treatment, the patient was observed "grinding teeth." Blood pressure and pulse were reportedly okay prior to the event. The patient lost consciousness and was without a pulse or blood pressure. Cardiopulmonary resuscitation (CPR) was performed and the patient regained consciousness. The patient was admitted to the hospital and a pacemaker was placed. The patient returned to the clinic and is continuing on hemodialysis without issue. There were no unusual alarms during the treatment. The machine was removed from service and evaluated after the event. No malfunction was found and the cultures were normal. It is back in service without issue. Follow-up information was provided by the clinic manager who revealed that the 2008k2 hemodialysis machine was the only fresenius product in use at the time of this event.